Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) checked the system on site and confirmed the reported problem. After reviewing log, it found an sib malfunction can be confirmed and the system could not obtain the ip address necessary for the sequencing function. Upon inspection of the sib box, it was observed that the power led status signalled a failure. To resolve the issue, the fse replaced the sib box unit and return the part for further analysis and the sib box's power supply unit (psu) has failed to deliver adequate power, confirming a malfunction. After replacing the sibbox unit was replaced, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.